Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead 50 cm.

Event description:
A report was received that the patient was experiencing weakness in the legs due to pneumonia. Cause of pneumonia was unknown. It was also noted that patient had a fall but it was unknown if it was due to strong stimulation. No further course of action at this time.

Manufacturer narrative:
Additional information was received that the cause of the patients pneumonia was not device or procedure related and had already started before the stimulator trial or implant happen though it was unknown what caused. It was also mentioned that the patient fall was due to stimulation turned up to high.

Event description:
A report was received that the patient was experiencing weakness in the legs due to pneumonia. Cause of pneumonia was unknown. It was also noted that patient had a fall but it was unknown if it was due to strong stimulation. No further course of action at this time.